Manufacturer narrative:
Event date: date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while testing with the bd bactec¿ plus aerobic/f culture vials (plastic), a false positive result was obtained. Confirmatory subculture and gram testing was performed, and the result was negative. Erroneous result was not reported out, and there was no report of patient impact. The following information was provided by the initial reporter: the sensor came off from the bottom, which caused a false positive.

Manufacturer narrative:
H6: investigation summary customer reported blood under the sensor and a false positive result. Neither photos nor returned good samples were received. Bd was unable to duplicate customer¿s experience with the bactec product. Retention samples were visually inspected with satisfactory results. Batch/sensor history records were reviewed, and all testing were within specification for product release. Blood background was performed with satisfactory results for the false positive claim. A complaint history review was conducted, and batch has been previously investigated for the reported defect. No additional testing is required at this time. Sensor adhesion scrape test is performed to each sensor batch as part of release criteria. Complaint is unconfirmed. The vision system is challenged prior each lot. Product insert warnings and precautions sections states that prior to use, each vial should be examined for evidence of contamination such as cloudiness, bulging or depresses septum, or leakage. Vials showing evidence of contamination should not be used. Also prior to use, the user should examine the vial for evidence of damage or deterioration. Vials displaying turbidity, contamination, or discoloration (darkening) should not be used. Corrective actions preventive actions (CAPA) 2882676 was initiated to further investigate these types of complaints and determine any appropriate actions to reduce their occurrence. H3 other text : see h10.

Event description:
It was reported that while testing with the bd bactec¿ plus aerobic/f culture vials (plastic), a false positive result was obtained. Confirmatory subculture and gram testing was performed, and the result was negative. Erroneous result was not reported out, and there was no report of patient impact. The following information was provided by the initial reporter: the sensor came off from the bottom, which caused a false positive.